Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0519571v, product type: lead. Other relevant device(s) are: product ID: 3487a-33, serial/lot #: j0519571v, ubd: 30-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).the rep stated that the hcp connected two extensions that were connected to the non-rechargeable ins to the pocket adaptor. The rep stated that the lead 0-3 electrodes were green but 8-11 electrodes were red on the impedance test. It was reviewed that if a pocket adapter was used she needs to change the ports on the tablet. The rep switched the configuration so the lead was connected to the 0-3 electrodes and the other tail was connected to the 4-7 electrodes. The rep ran impedance again and stated that 7 electrodes showed green indicator and one showed yellow/ orange indicator. Troubleshooting resolved the issue. No patient symptoms or complications were reported in this event.